Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with unspecified mentor saline implants and experienced capsular contracture, baker grade unknown on the left side and a device migration on the right side post operatively, which was confirmed by a physician. As a result, the patient will undergo explantation on (B)(6) 2019. This report is for the right side device.